Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to inject insulin during use. The following information was provided by the customer: material no.: 320122, batch no.: 8186886. It was reported by the consumer's spouse that the insulin flow stops during injection resulting in the consumer having to use two pen needles to complete one injection. Verbatim: spouse of patient reported having to use two pen needles to complete one injection. Stated it will stop during the insulin flow and then she attaches a second pen needle to complete dosage. Lot: 8186886, expiration date: 2023-07-31, item: 320122, date of occurrence, unknown.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to inject insulin during use. The following information was provided by the customer: material no.: 320122 batch no.: 8186886. It was reported by the consumer's spouse that the insulin flow stops during injection resulting in the consumer having to use two pen needles to complete one injection. Verbatim: spouse of patient reported having to use two pen needles to complete one injection. Stated it will stop during the insulin flow and then she attaches a second pen needle to complete dosage. Lot: 8186886, expiration date: 2023-07-31, item: 320122, date of occurrence, unknown.